Event description:
The user facility reported a 42-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported that the automated impella controller (aic) had a purge disc not detected alarms and purge cassette alarms. The alarms resolved with aic transfer. There were no visible defects noted on blue disc holder. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed. The device was returned for investigation. After reviewing the imc logs, the issues with this console not being able to detect the purge disc was confirmed. There were numerous instances of purge disc not detected alarm on the reported occurrence date. Console was tested after arriving in fs. The reported issue with the aic not being able to detect the purge disc was able to be reproduced. After visual inspection of the console, it was discovered that there was a fracture on the left side of the retainer. When enough pressure is applied to the purge disc the retainer appears to bend at the site of the hairline fracture. Because of this bend, the purge disc is not secure, resulting in the purge flag being disengaged. The purge disc not detected alarms were determined to be caused by this fracture in the purge retainer.